Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. When the patient was in the hospital, they killed her pump by putting a magnet over it and taped it to her stomach.

Event description:
It was reported that the patient was hospitalized a couple weeks prior to the report and a magnet was placed on the pump during the visit. The magnet was used to ¿protect the pump.¿ during that time a motor stall, stopped pump may exceed tube set, a low reservoir alarm, and an empty reservoir alarm all occurred. The magnet was reportedly still on the patient today for an office visit. The appearance of the patient¿s skin was ok. The logs had not currently been read. The pump was currently empty with the alarms disabled. The estimated elective replacement indicator (eri) was 5 months, so the healthcare provider (hcp) was going to replace the pump. The patient did not experience any withdrawal symptoms. The pump was used to deliver morphine. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report.  Should additional be received a supplemental report will be filed.